Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection was performed with no defects noted. Clear passage and underwater pressure testing were performed with satisfactory results. A functional test was then performed in which the slide clamp was opened and closed, the extension set was connected to a set and solution container, primed, and observed for issues. No issues were identified during this test. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that blood backflowed into a microbore non-dehp catheter extension set with neutral lad from the patient during gravity infusion of lactated ringer's solution. The extension set was connected to a primary set and lactated ringers solution bag and priming was performed. The other end of the extension set was connected then to the patient¿s intravenous (IV) needle. All of the clamps were released and ¿nothing happened¿, with no lactated ringer's solution dripping into the drip chamber. Backflow of blood was then noticed into the extension set¿s one-link adapter (blood did not reach the tubing). The extension set was then replaced, with no further issues occurring during the infusion. At the time of the backflow, the patient had pain in the left shoulder, numbness to the left hand, shortness of breath, and coughing. The patient checked into the hospital as an observation patient, received a computed tomography (CT) scan as a result of this event. And was discharged the day following this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.